Event description:
This notification is being reviewed due to the device requiring a preventative maintenance. No allegations or indications of malfunction have been reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's active exhalation control module was replaced to address the issue. Additionally, a "service required" code was found in the ventilator's downloaded error log. The device's pressure sensor was replaced to address the issue. The device passed all final testing.